Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A surgeon reported that the footswitch did not work during a cataract surgery. The event occurred in surgery mode, when the surgeon wanted to start with the first step of the procedure. The surgery had to be completed with another system. There was no patient harm because the patient was not in contact with the system. Additional information has been requested but not received to date.